Manufacturer narrative:
There were no returns available from the customer site for this evaluation. An abbott field service engineer (fse) arrived at the customer site to inspect the analyzer. The fse described that the visible smoke had originated from a non-abbott power cord extension (connected to both the ups and the external waste pump power cords) lying under the pump bay that was not secured against liquid. Liquid waste from the waste gutter in the analyzer's processing module drained into a broken waste manifold and broken waste tubing located in the pump bay area overflowing onto the power cord extension and short-circuiting at the connection to the external waste pump power cord. Furthermore, the fse found evidence of liquid waste (heavy crystallization) on the trigger pump. The fse replaced the ups and external waste pump power cords securing them off the floor, repaired the waste manifold and waste tubing, routed the liquid waste tubing connections to the external waste pump and replaced the trigger pump. In addition, the fse cleaned the process path as well as several of its components due to "process path step loss errors" found in the system log. Subsequent instrument operations and test results were acceptable. The architect system operations manual contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No deficiency of the waste tubing and waste manifold of the architect i2000sr analyzer was identified. The issue was resolved by the fse through standard troubleshooting procedures.

Event description:
The customer reported that fluid from an architect i2000sr analyzer leaked onto an external power outlet, which caused a short-circuit with visible smoke. No injuries were reported and there was no damage to the surrounding lab environment. The instrument itself did not smoke, only leaked. There were no patients involved with this incident. A service call was initiated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).